Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leaked in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2023. During the procedure, it was reported that the balloon was used for dilation; however, it was found that the pump was leaking liquid. The procedure was completed with another cre pro fixed wire dilatation balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leaked in the esophagus. Block h10: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a rupture in the proximal section. Microscopic inspection found the balloon had a ruptured located approximately 120mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The leak was likely to have occurred due the manner in which the device was handled and manipulated may have caused physical damage to the balloon. The physical damage to the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. Excessive manipulation of the device without enough care could have induced the physical damage found in the returned balloon. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2023. During the procedure, it was reported that the balloon was used for dilation; however, it was found that the pump was leaking liquid. The procedure was completed with another cre pro fixed wire dilatation balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.